Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06321. It was reported that the patient was experiencing high impedances, and it was later discovered that the leads were fractured. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Manufacturing investigation: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the investigation performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event. Moreover, unit is not being returned conclusion statement-01: the reported event of lead revision due to high impedance was confirmed. As received, the octrode lead had all its internal wires broken approximately 15.5 cm from the stimulation end, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.